Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. Evaluation revealed that the support coil winds were exposed at the fractured location. Based on the reported event, this damage likely occurred during removal of lantern from the diagnostic catheter. If the lantern is retracted at an angle, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter, a non-penumbra sheath, and a guidewire. During the procedure, the lantern was removed from the diagnostic catheter. Upon removal, the mid-shaft of the lantern was noticed to be fractured. It was reported the lantern was removed to advance the guidewire into the diagnostic catheter to select a different vessel. It is unknown if the lantern was removed over the guidewire. The procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.